Event description:
It was reported that "white probe was on baby's back, noted burn during (B)(6) care, removed probe. Skin under probe moist, open and weeping."

Manufacturer narrative:
The actual device has been returned for evaluation. We are currently in the process of trying to obtain additional information surrounding the reported incident. When the quality engineer has completed the investigation a supplemental report will be filed.